Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer fell on the pump and as a result, the touch screen became shattered and unresponsive. Subsequently, the pump shut down unexpectedly. There was no impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.